Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was squirting the insulin instead of dripping. Customer stated that the insulin pump was sounded louder when rewinding. Customer had to calibrate it a few times before it works. Customer stated that transmitter sent bad readings. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly or rewind loud noise anomaly noted during testing.